Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC was rewired because the kink was about 6cm past the insertion site, inside the arm. She pulled it back 1cm after the x-ray, then got a call 45 mins after insertion. She went back and did the dressing change, then pulled 1cm more, and was able to flush. That night, they did an x-ray after being unable to flush."